Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter first name: , e1: initial reporter last name: , e1: initial reporter facility name: , e1: initial reporter address: (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis (further described as "abdominal infection"). The breach in aseptic technique was further described as improper use of the pd machine. The patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient was discharged from the hospital and has recovered from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper use of the pd machine. The reporter declined to provide additional information.